Event description:
Consumer reported the needles of the syringe 31g .5cc bend, and one came off the syringe. She suspects the needle fell onto her foot after an administration and is now embedded in the top of her foot. The following information was obtained: on an unknown date in approximately (B)(6) 2016 "ten weeks ago" consumer purchased batch number: (B)(4) and began use on an unknown date in approximately (B)(6) 2016 to inject her insulin. Packaging was sealed and intact with no issues at time of purchase. Consumer stores her used syringes in an empty pepsi bottle after administration and then discards. She has had issues with approximately ten needles from this batch of syringes bending upon insertion to her insulin vials, and reports on an unknown date approximately "3 weeks ago" in (B)(6) 2016 one of the needles came off the syringe after she injected into her stomach. She could not locate this missing needle, and thought nothing more of it at that time. On (B)(6) 2016 consumer had a fall and bent her left foot back causing pain. She suspected her foot was broken therefore she went to the doctor. An x-ray of consumer's left foot was performed on (B)(6) 2016 and it was noted at that time a needle was embedded in the top of her foot and she suspects this to be the missing needle from three weeks prior. It was unable to be determined if her foot was broken from the fall. Consumer's doctor has not yet initiated treatment of this embedded needle, however recommended the consumer have it removed. She reports it does not bother her, and she does not plan to have it removed as of this time. This was not the consumer's first time using the product and since approximately 1996 she has used this product with no issues. Consumer is allergic to keflex and another unspecified antibiotic she could not recall the name of. She has no food allergies, however is allergic to pecan trees. Medical history was reported as having polio when she was four months old, therefore she has post-polio syndrome, arthritis, type 2 diabetes, hip fracture, asthma, congestive heart failure associated with swelling, and muscle spasms. She additionally reports she is losing the bones in her shoulders, and has difficulty walking, needing assistance to get around. Consumer has an extensive list of concomitant medications. No recent changes to her diet or medications have been made. She did not have an email address to provide for the report.